Event description:
It was reported that during the implant attempt, the physician had difficulty threading the guidewire into the lead, but eventually was able to force it in. The wire then could not be pulled out without dislodging the lead and catheter. A new guidewire was then attempted; the wire did go in easier, but would not come back out of the lead. The lead was removed and a new lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. No anomalies were found. The analyst noted the competitor guidewire was removed with no resistance. A test guidewire was inserted in the lead with no anomalies or resistance. If information is provided in the future, a supplemental report will be issued.